Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon visual analysis, grommet damage was detected.

Event description:
It was determined that during the implant procedure, the device had episodes of ouput loss. The device was not implanted. No reports of patient complications as a result of this event.